Event description:
It was reported that during a ptca/stent procedure, the stent delivery system (sds) was inflated to 12atm, and the stent was deployed, however, the balloon could not be deflated. After several attempts were unsuccessful, it was re-inflated to 14atm, and proper deflation was achieved. The guiding catheter was rotated, and the sds and guiding catheter were removed. No pt injury was reported. No other info was provided.